Manufacturer narrative:
The electrode pads involved were not returned to zoll medical corporation for evaluation. The electrodes were scrapped by the customer at their site. However, the customer's report was not confirmed or replicated during our retained sample investigation of the lot number involved (lot 2322f). The electrodes were put through extensive testing without duplicating the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.